Manufacturer narrative:
E1: complainant country: poland. Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 3a03815 was manufactured on 22 feb 2023 bopack manufacturing line, with a total of (B)(4). Complaint investigator performed a batch record review on 06 sep 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1013942 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: during the investigation process the documentation and the process flow related with the products affected was reviewed and used to determine the necessary corrective and preventive actions to address the finding identified during the quality inspection. Each event has a potential risk associated with patients/ end users and it was determinate that no impact was identified with this event, since containment actions were taken, and product will be segregated / reworked. No risk to the continue of the business is expected since the product was not distributed or sold. The nonconformance were found in the plant. The risk level is classified low based on the risk evaluation performed as part of the scope. In order to determine the possible cause of the malfunction, a investigation was performed following the six (6) m¿s (materials, method, measurement. Manpower, machinery/ equipment and environment) and discard or retain the potential causes. Based on the investigation findings, the following root causes were found per failure mode reported: -method: seal and seals minimum specified width out tolerance inspection method is not properly established / lack of inspection process. -method: manual adjustment in sealing plate location. -method: lack of verification tools. Corrective and preventive actions identified will be taken through corrective and preventive actions (CAPA). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that the package was opened and had a sterility issue. It was also mentioned that the primary package of company's dressing was sealed wrongly. The product was not used on patient. The photographs depicting the issue were received from the complainant.